Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer's current blood glucose level was 118 mg/dl. The insulin pump had issue with the keypad. The up or down button were stuck. The center button was unresponsive. The customer drank orange juice to treat low blood glucose value. The customer decline low blood glucose troubleshooting and the device will not return for analysis.